Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device was attempted to be cycled and it would not work. The physician was unable to locate the issue but thought it was between the balloon and pump components. . A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.